Event description:
Customer called to report that insulin pump has been exposed to moisture damage. Customer stated that the pump was put in the washer with her clothes while still clipped to her pants. Customer also reported that the insulin pump experienced an unexpected restart alarm. Customer reported that they are experiencing high and low blood glucose levels. Customer's blood glucose levels range from 43 to 420 mg/dl. Customer was not able to correct blood glucose levels, so 911 was called. Customer stated that paramedics gave her glucagon. Assisted customer in performing self test which passed. Product is not being returned or replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.